Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip detached from one leaflet, while remaining attached to another leaflet. Tissue damage occurred. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. One mitraclip was implanted without issues. A second mitraclip (cds0502/81017u141) grasped the leaflets without issues, reducing the mr to grade 2. Leaflet insertion was confirmed and the second clip was deployed. During gripper line removal, the posterior leaflet was observed shorter than pre-deployment. Reportedly, the posterior leaflet had torn. The clip had detached from the posterior leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment-slda). Per physician, the posterior leaflet was thin and friable. The first implanted clip was still stabilizing. No treatment was provided for the tear or the slda. The mr had been reduced to grade 3. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use IFU are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported difficulties appear to be due to case circumstances. The single leaflet device attachment (slda) was a result of leaflet damage. Per physician, the posterior leaflet was thin and friable. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was received: the patient presented with mixed mitral regurgitation. Post implantation of the second mitraclip, tissue damage occurred at the leaflet tip and the clip had detached from the posterior leaflet, while remaining attached to the anterior leaflet.